Event description:
On (B)(6) 2011, mother indicated her daughter had a high fever of 105 and vomiting and thought her doctor had the flu. Mother took her daughter to the clinic and a nurse ran tests and indicated she had a kidney infection. The daughter was in severe pain and had high blood pressure. The clinic gave her a shot and fluids and put a central line in her neck. She was given ativan and antibiotics. Between (B)(6) 2011 the daughter got a rash on her leg and her doctor diagnosed her with tss. She was treated in the hospital and spent 4 days in the ICU. The daughter was discharged from the hospital on (B)(6) 2011 and given 10 more days of medication.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.